Manufacturer narrative:
This is a known issue with the zippie voyage seating system. In investigating past incidents, sunrise medical's quality investigators and r&d engineers have found that there were several factors for such a failure as: improper mounting of the seating system by the care provider, where an audible click is heard when the seat is properly latched to the base. After market hardware used on the latching system which did not sit flush to the base, therefore causing the seat to not latch properly. Straps on the seat back system were not cleared out of the way when the seat was mounted on the base and obstructed the latch from connecting properly. Sunrise medical has made arrangements to have the stroller returned for a full evaluation. A follow up report may be filed to include any new relevant findings from the evaluation.

Event description:
The mother of an end user reported to sunrise medical via email an adverse event involving her son and a zippie voyage stroller. The mother claims the seat unlatched from the base while her son was in the seat and fell to the ground. She states he was taken to the hospital and claims that he received a "closed head injury" per the doctor's diagnosis. She stated the doctor didn't feel that a CT-scan was necessary and the end user was released.